Manufacturer narrative:
Device is a combination product. (B)(4). The manifold section of the device was broken off and not returned therefore the catheter lot # and serial # could not be referenced. A visual and tactile examination found a hypotube break 1435mm proximal to the tip. A visual examination of the crimped stent found stent struts lifted, distorted and stretched. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that advancing difficulties were encountered. The (B)(4) stenosed, tight target lesion was located in the mid right coronary artery (rca). After predilation, a 3.50x16mm (B)(6)¿ drug eluting stent was advanced to treat the target lesion; however, difficulty advancing was felt. Attempts were made, yet the stent failed to reach the target lesion. The device was removed from the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break and stent damage.